Event description:
Received info the pt programmer showed a "call your doctor" icon. Manufacturer's rep reports an out of regulation condition when adjusting program #4. Group impedance readings showed a1-430, a2-451, a3-549, a4-xxx. Re-ran at a lower amplitude for program 4 and still no reading, rep removed 15 and impedances showed <70 ohms. Additional readings showed <70 ohms on all combinations with electrode 12. Reprogramming was done on program 4 not using 12 and re-ran group impedance was at 576 ohms. Additional info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).